Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and bradycardia. It was determined that the patient's right atrial (ra) lead exhibited high impedance values and the lead had fractured. The ra lead was turned off. The patient's right ventricular (rv) lead also fractured. During the extraction procedure the ra lead helix would not retract. The patient had post operative pleural effusions noted and soreness at the implant site. No further patient complications have been reported as a result of this event.